Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultralink meter was giving him erratic meter readings. That night, around 8pm, the pt obtained a "high glucose" result and a "73 mg/dl" on his meter. As a result of the "high glucose" result, the pt took 8.1 units of insulin. He claimed that approximately 2 hours after taking the insulin, he developed low blood glucose symptoms and described having a high pulse and feeling frantic. The pt administered self-treatment with food and/or drink. He also tested on another meter after administering self-treatment and got "58 mg/dl". No other forms of treatment were reported. The csr attempted to walk her through a control solution test but the pt did not have any control solution at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claimed he became hypoglycemic after taking his insulin based on an alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.